Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided for the investigation, the reported event of "black image" was confirmed. The probable cause was most likely attributed to moisture entering the device and damaged the internal circuit board of the connector. Based on the investigation results, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had a noisy image. The reported issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.